Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. Upon sensor pod removal, the sensor wire detached from the sensor pod and remained in the skin. No portion of the sensor wire was visible on the sensor pod. On (B)(6) 2023, the patient consulted with a doctor. The patient had an x-ray done, but a retained sensor wire could not be seen. The doctor placed a small incision on the abdominal area to see if a sensor wire could be found. Even after this, no retained sensor wire was found. The patient¿s doctor recommended an ultrasound, but the patient was not sure when they would be able to get this scheduled. At the time of report, the patient was not experiencing any pain, swelling, or discomfort. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The product was evaluated. An external visual inspection was performed and failed. The allegation was confirmed. The probable cause was determined to be sensor wire is missing. No additional event or patient information is available.